Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. A visual inspection confirms the driver shaft tip is broken off. The broken piece was not returned with the device. The device exhibits signs of significant use and wear. A medical investigation was conducted and confirms this case reports all the broken pieces were removed from inside of the patient during surgery. Based on the limited information provided in the complaint, ¿too much torque was applied then insertion of the screw, caused the t8 linear driver shaft w/ ao qc to break.¿ according to the report, the surgery was completed without any delay, with a back-up device. Since there was no patient injury as consequence of this problem, no further clinical/medical assessment is warranted at this time. Should any additional relevant medical information be provided, this complaint would be re-assessed. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during an internal fixation surgery, too much torque was applied then inserting the screw, causing the t8 linear driver shaft w/ ao qc to break off into two pieces, and the t8 holding sleeve to damage. All pieces were removed safely from the patient. Surgery was resumed, without any delay, with a back-up device. Patient was not injured as consequence of this problem.